Event description:
Procedure type: lap colon. Patient gender: unk. According to the reporter: after firing the device, difficulty was encountered removing it from the cavity. Using celioscope, the device was removed but part of the anastomosis was torn and the tissue specimen was partial. Manual suturing to correct the torn area. Slight bleeding under 200cc was observed, no tissue loss occurred but surgery was extended more than 30 minutes. No patient details were disclosed but reported to be under observation.